Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during the rewind. Troubleshooting was performed. Ran a displacement test and device failed the test. The customer mentioned having low blood glucose. No further information was performed.